Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale did not function, nor the bed exit. It is unk if there was pt involvement or if there were adverse consequences reported.